Event description:
It was reported that the speed was unstable. A 1.50 mm rotablator was selected for use. During the procedure, it was noted that the maximum speed of 180000 rpm exceeded the set speed 160000 rpm. The procedure was completed with another rotablator device. There were no complications reported and the patient was stable post procedure.